Manufacturer narrative:
A field service engineer (fse) checked all tubes and routed all of the tubes according to the recommendations, cleaned the surface of the analyzer, cleaned the reagent disk cover, checked and re-seated all of the h-clips, and performed a sample probe adjustment. As the fse performed a lengthy and complex troubleshooting, a single root cause could not be determined during the investigation. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable albumin gen.2, creatinine jaffe gen.2, and triglycerides results from the cobas 8000 c702 module for 13 patients. Please see the attachment for the results.

Manufacturer narrative:
The albumin reagent lot number is 832045, and the expiration date was not provided. The creatinine reagent lot number is 839831, and the expiration date is 31-aug-2026. The triglycerides reagent lot number is 872146, and the expiration date was not provided. The investigation is ongoing.